Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 there was a posterior cervical spinal fusion procedure treating fracture due to dish (diffuse idiopathic skeletal hyperostosi). The nurse had difficulty connecting the holding sleeve (03.614.017) to a screw, feeling resistance while making a few attempts. They exchanged other components such as an inner sleeve and attached them to the holding sleeve, but it was still difficult to connect to the screw. The procedure was completed with a replacement without a surgical delay. No further information is available. This report is for one (1) screws. This is report 2 of 2 for (B)(4).